Manufacturer narrative:
Tech support help the customer over the phone following the user's maintenance procedures and processes by troubleshooting the device back to required specification. Natus tech support has on several occasions contacted the customer to make sure the device was working correctly. Low intensity of neoblue led lights measured with olympic bili-meters is an ongoing investigation. Should customer provide additional information natus will file a supplemental report as needed. No further investigation required.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue device measured low when measured with the olympic bilimeter. The customer did not mention any patient involvement or death/serious injury, delay in treatment, or environmental/safety concerns.